Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The customer has requested a response letter at analysis conclusion.

Event description:
Boston scientific received information that pt reported to hear beeping tones from device. The interrogation revealed that a check lv lead message was present, but beeping feature was turned off. The device was then found to experience premature battery depletion based on new longevity calculation. Product has been explanted. No additional adverse patient effects were reported.